Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The device was returned for evaluation. Visual inspection showed that the measureable dimensions were in compliance with the technical drawings and ao, asif specification. The investigation showed no irregularities. The surfaces of the cross-sections were homogenous, which indicates material conformity to the specification. It is possible that too much mechanical force well beyond its calculated design caused the breakage of the head during insertion. A screw hole may have been needed before the insertion. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that the screw head broke off during insertion. This is report 1 of 1 for file (B)(4).